Event description:
Essure migrated even after having the confirmed hsg testing. I became pregnant, child died at (B)(6). D&c had to be performed along with a tubal ligation to prevent further pregnancy since the permanent device isn't permanent.